Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for implant on (B)(6) 2022. During positioning, the left disc deployed deformed and appeared bulbous. Device was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. The device was tested outside of the patient and continued to deploy deformed. A new 25mm amplatzer cribriform occluder was selected and it was used to complete the procedure. Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of a 25mm amplatzer cribriform occluder presenting bulbous deformation on the left disc upon deployment could not be confirmed. One photo was received from the field, which appeared to show the disc presenting bulbous deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.